Manufacturer narrative:
(B)(4)

Event description:
It was reported that during interrogation of an implantable cardiac defibrillator, the external programmer yielded an inaccurate longevity value. It was determined that a software anomaly had occurred within the programmer. The patient's device was explanted and replaced on (B)(6) 2015 as a result.